Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. During analysis the jaws open and close as intended. In addition the device locked out as intended. The device produces a sound while being fired out. This sound is generated by internal movements on the handle of the device, and it may vary in volume depending on the condition of the internal components, however lower volume is not an indication of device failure. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple requests for return of device have been made but no device has been returned.

Event description:
It was reported that during an unknown procedure that the jaws of the clipper was not opening up completely and that when the clip was being applied the product was not making the usual clicking sound. Another device was then used and there was no adverse effect to the patient.